Event description:
Procedure type: low anterior resection. According to the reporter: device fired and no staples were dispensed from the device. Doctor had to handsew to correct the area. There was no bleeding reported in excess of 250cc. The case was extended by more than 2 hours. There was no unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).